Event description:
It was reported that the pump shut off intermittently, causing the customer to experience high blood sugars if not regularly monitored. There was an adverse impact on the customer¿s blood glucose level. No further troubleshooting was requested.